Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: a review of the submitted imaging showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with extrinsic outflow graft obstruction (eogo). It was reported that there was eogo on (B)(6) 2023. There were no changes to patient condition or anticoagulation status that may have contributed. No changes to pump parameters were noted. The patient had no symptoms. The submitted computed tomography angiography image was reviewed and showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. The patient underwent surgical evacuation of the serous collection under the graft and the event resolved. No log files were provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. A corrective action was opened to investigate extrinsic outflow graft obstruction associated with the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), revision b is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was extrinsic outflow graft obstruction (eogo) on (B)(6) 2023. There were no changes to patient condition or anticoagulation status that may have contributed. No changes to pump parameters were noted. The patient had no symptoms. A computed tomography angiography was performed. The patient received surgical evacuation of serous collection. The event resolved. No log files would be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was extrinsic outflow graft obstruction (eogo) on (B)(6) 2024. There were no changes to patient condition or anticoagulation status that may have contributed. No changes to pump parameters were noted. The patient had no symptoms. A computed tomography angiography was performed. The patient received surgical evacuation of serous collection. The event resolved. No log files would be provided.